Event description:
A healthcare facility in (B)(6) reported that an iw900 infant warmer head assembly was broken internally. The ceramic pieces, that used to hold the heating element, "are broken and are floating internally". This was observed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw900 infant warmer head assembly is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint head assembly of the infant warmer was not returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. An attempt was made to obtain the affected head assembly but the customer service representative from the healthcare facility could not locate it. Our analysis is accordingly based on the information provided by the healthcare facility, review of design history record (DHR) of the complaint device and results of previous investigation on similar complaints. Results: the DHR review showed that the subject heater assembly passed the electrical safety check and functional test during production. It also passed the quality control inspection check. A lot check revealed no other complaints of this nature for lot number 110211. Conclusions: all components of the infant warmer units are visually inspected prior to distribution. Any component which does not pass the visual inspection is discarded. This suggests the ceramic insulator of the head assembly was damaged post production, possibly during transit. A replacement part has since been sent to the healthcare facility. Device not returned to manufacturer.

Event description:
(B)(6) medical reported that an iw900 infant warmer head assembly was broken internally. The ceramic pieces, that used to hold the heating element, "are broken and are floating internally". This was observed before use on a patient. No patient consequence was reported.